Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide devices referenced are being filed under separate medwatch manufacturing report reference numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the left common femoral artery, the suture of the first proglide device came out with the knot. A second proglide device was used and the sutures were not deployed. The sutures of two additional proglide devices were successfully deployed. At the right common femoral artery, the suture of the first proglide device came out with the knot. A second proglide device was used and the sutures were not deployed. The sutures of two additional proglide devices were successfully deployed. The aaa procedure was completed and hemostasis was achieved at both common femoral arteries with the successfully preplaced sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.